Event description:
Based on the report info, submitted to neomedical on (B)(6) 2010, the customer stated that the guidewire broke in pt. Specific details state "upon removal of guidewire following insertion of dlator easy removal with slight resistance towards end. Wire was unravelled. End of strand broken. About 3-4" long. Piece of wire removed with steady pullback." The condition of the pt is fine. (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The info provided with the report to date suggests user caused physical damage. The investigation results seem to confirm this. An examination of the used device was carried out after it had been sterilized and before being handled by the investigator.